Event description:
Noise was observed on this lead. Tachy therapy was programmed off. No surgical intervention or adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Lead was explanted and replaced on (B)(6) 2019 due to previous incident of noise. No further malfunctions or adverse patient events were reported. Should additional information become available, this file will be updated. Upon receipt, the lead was found cut approx. 7.5cm proximal to the lead tip. Two fragments were received for analysis, however, a small part of the lead body of approx. 3cm length is missing. The performance of the lead fragments was scrutinized. The inspection revealed severe abrasion marks at several positions of the lead segments. The insulation was particularly abraded through in the distal section of the lead. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had an impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted and replaced on (B)(6) 2019 due to previous incident of noise. No further malfunctions or adverse patient events were reported. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.